Event description:
Customer reported the IV administration set leak inside the pump. The nurse noted a hole at the top of the blue hub on the tubing. No pt harm reported and not other pt or event details available. The IV administration set was received. Investigation is on-going. A f/u report will be filed upon completion of the investigation.